Event description:
During follow-up for an unrelated issue, the patient's nurse indicated the patient was being treated for peritonitis. The nurse stated the patient needed to have another dose of antibiotics and was continuing with therapy. The nurse stated the patient has not reported any symptoms. The nurse stated the patient was doing well with the following treatments. The nurse then stated she did not want to be contacted about the patient and no other information would be provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 4 of 6 for this peritonitis episode.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (10f15h25) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor two day device had ruptured during filling. The device was filled with 5-fluorouracil (5-fu). There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.